Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed, no stuck button error alarm was noted. Successfully downloaded pump history files and traces using thus software. Pump alarmed two pump error 53 alarms on the event date of 06/24/2023 (file #: 2005, line #: 5632, esf #: 2610666) at 13:32:56.000, and 13:33:27.000 due to a possible software failure. Pump alarmed five stuck button error alarms on the event date of 06/24/2023 at 08:03:13.0000, 08:07:00.000, 12:10:37.000, 12:32:00.000, and 13:05:30.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, keypad overlay texture damage, and battery cap contact damaged. Stuck button error alarm was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Exposed to moisture was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Pump error 53 was confirmed in the pump history files and traces due to a software anomaly. Battery cap contact damaged was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer stated that have a stuck button and damage to the insulin pump. Troubleshooting was performed and found that there was a stuck button alarm received.  No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.